Event description:
Allegedly, per paper by bernhard m. Et al, published in the journal of arthroplasty (2020) patient was revised for a cracked ceramic liner. Time to revision was 21 months. Additional information received on 11/02/2020: partial product names and ID's.